Event description:
Patient presented for scheduled ICD implantation. The device (boston scientific emblem MRI s-ICD serial no. (B)(4)) was implanted but was unable to connect to programmer, not used. New device was implanted during same procedure. There was no harm to the patient.